Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 22 mg/dl. The customer treated with manual injection. The customer stated that he took the battery out of the pump for 8 hours and was able to get the alarm cleared. The customer stated that the buttons did not work well when he tried to bolus. The customer stated that he was sweating this morning when he had his low. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer declined to send his pump back for analysis.